Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronics. The pump was received with moisture damage at the motor. They were unable to verify the battery out limit alarm due to the blank display. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported that she dropped the insulin pump in water and she tried to dry it up. Customer stated that the screen just shows vertical lines and she can get the time and other icons. Customer stated that she changed the battery and got the battery out limit alarm. Customer's blood glucose was 189 mg/dl at the time of the incident. Customer stated that the pump alarmed after the battery change and was not alarming at the time of the call. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer stated that there is fluid under the lcd display as she just got into the pool herself. Customer was advised to monitor the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.